Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. The event history log revealed error codes 46011 and 44011. Functional testing confirmed the error codes and found the device did not hold patient data due to a defective pwa. The root cause was determined to be the damaged dso seal and a defective pwa. The dso seal and pwa were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was sent for repair. There was unknown patient involvement and unknown patient harm.